Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarms noted. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error during normal use. Customer does not recall any significant events leading to the error. Customer's blood glucose was 107 mg/dl at the time of incident. Troubleshooting was done for keypad but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.